Event description:
The mapping catheter would not flush properly causing a continuous downstream occlusion with the pump. The catheter was removed and replaced with no harm to the patient. Manufacturer response for mapping catheter, mapping catheter (per site reporter), mfg notified by site.